Event description:
It was reported that during device change out due to normal eri, externalized conductors were observed via fluoroscopy. It was reported previously that noise had been noted at patient follow up. Lead was capped and replaced.

Manufacturer narrative:
A partial lead with the connector pin measuring 17.1cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received also notes lead fracture.